Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, fracture, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 97 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, fracture of the poly liner and posterior medial tibial component, metallosis, instability, limited mobility, swelling, knee pain, and a grinding sensation. Initial surgery and revision surgery operative notes were provided. X-rays revealed metal on metal bilateral articulation with fracture posterior medial right tibial component as well as poly and fracture left posterior lateral tibial component and poly. Intraoperative findings indicated severe black tissue staining/metallosis throughout the knee and osteolysis of the femoral. The poly liner was to have severe wear. There was mild loosening of femoral component. The tibial component had fractured posterior medially where the metal femoral component had been articulating with the metal posterior edge of the tibial component. Multiple small fragments of the fractured poly were present and removed. The patella had severe wear present. The patient was revised to a competitor¿s devices. The patient appeared to have tolerated the procedure well and was subsequently transferred to the recovery room in good condition. No further issues or complications were reported. No images or x-rays were provided. No additional information is available.

Manufacturer narrative:
D10: (B)(6) - 200-73-09 - cr tibial insert sz 3, 9mm, slope ++, (B)(6) - 200-04-34 - cemented finned tib. Tra sz 3f/4t, (B)(6) - 200-03-35 - one peg patella 35mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01586, 1038671-2025-02163, 1038671-2025-02166. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.